Event description:
It was reported that the there was an atrial lead alert for high impedance that had been steadily rising. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.